Event description:
The biomedical engineer reported that when powered on the ventilator would alarm and had lines on the screen. The biomedical engineer reported the device cpu pcb board had failed. Failure of the cpu pcb board may result in a shut down of the device during normal ventilation mode operation. Upon evaluation, the manufacturers field service engineer reported the biomedical engineer had attempted to repair the unit, using parts from another unit during the repair and the device's analog pcb board was missing. The service engineer replaced the cpu pcb board to address the reported problem but the unit continued to fail testing due to the condition of the unit found at time of service. The customer was informed that additional parts were needed to complete the service, but declined further service due to the cost. The customer informed the service engineer that the unit will be scrapped.